Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed at 138 mm from the terminal pin. Two segments were returned, a terminal end segment and a tip segment. The total returned length was 98 mm. All filars appeared to be cut. A segment of the lead or insulation appeared to be missing from the mid-body section of the lead. It was noted that the extracting stylet was returned in the tip segment of the lead. Visual inspection found bunched insulation in several places. The proximal end of the distal spring electrode was separated from the lead body insulation and cuts were noted in the lead insulation. Part of the insulation appeared melted from laser extraction or electro-cautery. Blood and body fluid were noted in the lumens. The rate sense conductor coil was stretched towards the tip and the helix was stretched and bent at a 90 degree angle; there was also tissue entwined in the helix. Both of the lead segments were subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact. Based upon the returned portion of the lead, analysis was not able to confirm the allegation from the field. All damage appeared to be induced from the explant procedure.

Event description:
Boston scientific received information that the patient underwent a revision due to oversensing noise on the right atrial (ra) channel. After the new ra lead was placed, the sensing decreased and the thresholds increased on the right ventricular (rv) lead. Subsequently the physician opted to explant the rv lead due to concerns over it's integrity. No adverse patient effects were reported.